Manufacturer narrative:
H1: type of reportable event updated from serious injury to death

Event description:
It was reported that a pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was very difficult with a maximally dilated atria (370ml). A posterior/inferior puncture was not possible. Only the patent foramen ovale (pfo) channel was possible as a passage. A watchman double curved truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The 31mm device failed despite multiple recaptures because of the very high sheath level. The double curved was removed and replaced with a single curved was; however, access to the left atrium was lost. An attempt to puncture transeptally was performed however this was not successful so the pfo channel was used again. At this time an increasing pericardial effusion was noted. The patient was stable so another attempt was made to close the laa using a 27mm watchman flx laa closure device. This again was not successful after many recaptures due to the very high sheath status. The procedure was aborted and a pericardiocentesis was performed. The blood withdrawn was reinfused directly via the truseal sheath located in the right atrium. After approximately two hours the bleeding could still not be stopped and the patient was transferred to cardiac surgery where the bleeding was stopped and the laa was ligated. The patient is reported to be stable.

Event description:
It was reported that a pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was very difficult with a maximally dilated atria (370ml). A posterior/inferior puncture was not possible. Only the patent foramen ovale (pfo) channel was possible as a passage. A watchman double curved truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The 31mm device failed despite multiple recaptures because of the very high sheath level. The double curved was was removed and replaced with a single curved was; however, access to the left atrium was lost. An attempt to puncture transseptally was performed however this was not successful so the pfo channel was used again. At this time an increasing pericardial effusion was noted. The patient was stable so another attempt was made to close the laa using a 27mm watchman flx laa closure device. This again was not successful after many recaptures due to the very high sheath status. The procedure was aborted and a pericardiocentesis was performed. The blood withdrawn was reinfused directly via the truseal sheath located in the right atrium. After approximately two hours the bleeding could still not be stopped and the patient was transferred to cardiac surgery where the bleeding was stopped and the laa was ligated. The patient is reported to be stable. It was further reported the patient was transferred to cardiac surgery where a perforation was noted. Two days post procedure, the patient was extubated. However, they did not have any neurological response. Imaging showed many older cerebral infarctions that did not lead to any expectation of neurological improvement. The patient was reintubated and ventilated. The therapy was stopped by a living will and a conversation with their spouse. On december 6, 2020 the patient passed away.